Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a problem with one of the solution heaters that alarms and heats up intermittently. It seemed that there was a false contact. The problem intervened during surgery. In a seemingly random way, the device set off an alarm but did not stop working and the alarm stopped by itself. The power cable did not seem to fit well. There was patient involvement, and there were no consequences for the patient.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was faulty mainboard. As a result, faulty mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.